Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the viewing station of the imaging system computer starts into a blue error screen. The reported issue was resolved by reseating all connections within the computer and reloading software onto the computer. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while starting up the imaging system, an error message appeared stating "problem has been detected and windows will shut down to protect your computer." Restarting the imaging system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.